Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 378 mg/dl (aviva) and 153 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).